Event description:
Patient reported the pump erased his basal rate; o units were programmed in the pump. Patient stated he has experienced elevated blood glucose for the past 2 weeks; contributes the elevated blood glucose level to the fact the pump erased the basal rate. Patient was able to self-treat. No adverse event reported. Requested return of the alleged pump for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.